Event description:
It was reported that during a laparoscopic gastric bypass procedure, it was leaking from the devices a lot. Five hundred and ten liters in an hour, totally 629 liters during the operation. They did not change the leaking devices. The procedure prolonged 30 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. A valid lot/batch number was not received therefore the device history review could not be performed.

Event description:
A review of the pump history revealed loss of cartridge detection. During eval, the display screen was found to be dislodged.